Manufacturer narrative:
The insulin pump received with detached end cap. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, operating currents, occlusion test, prime test, off no power test and excessive no delivery test due to detached end cap. Unable to confirm motor error alarms due to detached end cap. Drive support disk was inspected and no anomaly was noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked display window, cracked case, missing end cap sticker and peeling address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received a motor error alarm when changing infusion set. Troubleshooting was performed and it was found that drive support cap was loose. Customer's blood glucose was 220 mg/dl. Customer was advised that insulin pump would need to be replaced.